Manufacturer narrative:
Date o report: 17jun2019. Date rec'd by MFR: 14jun2019. The manufacturer's field service engineer confirmed the reported dim display issue. The fse tried, in settings, to make sure brightness was at five max, it was still dim. The fse attempted to replace liquid crystal display (lcd) but it was first generation and out of production and generation, two does not cross over. The manufacturer¿s field service engineer (fse) replaced the user interface unit to address the reported problem. The unit successfully passed the required performance verification test and is ready to be returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 13aug2019. The part was returned to the manufacturer for failure investigation. It was determined that the burned out cold cathode fluorescent lamp backlight caused the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a dim display. There was no patient involvement. Event date not specified: estimate used.